Event description:
The customer called for help with his breeze2 system.he performed control tests during the call and received 2 results of 181 mg/dl.the normal control range was 94-129 mg/dl.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.